Event description:
During a stenting procedure on a pt with stenosis of the vena anonyma, the stent came off the delivery system before reaching the stenosis. The stent came off the delivery system just as the device was being moved into final position prior to deployment. The physician captured the stent with a falcon bravo balloon and deployed it in the iliac vein. This took almost 2 hours to accomplish. Then another genesis/opta pro sds was deployed at the lesion site successfully to complete the procedure. This second unit was deployed without complications, as the stent was kept covered inside the csi until placement as per the IFU, and the stenosis was pre-dilated with an unknown 4mm coronary balloon. There was no injury or adverse event to the patient, as they are reported to be in good condition.

Manufacturer narrative:
The product has been returned for evaluation and testing; however, the engineering evaluation has not been completed. Additional information will be submitted within 30 days of receipt.